Event description:
During the procedure, blood leaked out of the sheath from the hemostasis valve and air entered through the valve. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. The dilator was also returned. A leak was noted at the sheath tubing during functional testing. The sheath tubing had been stretched and torn at the sheath tubing/hemostasis hub transition area. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tubing damage and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.